Event description:
It was reported that oversensing of the atrial channel was observed on an implantable cardioverter defibrillator (ICD) (unknown manufacturer). The abbott atrial lead was reviewed by a non abbott manufacturer and normal lead parameters were found. The device remained in service. There were no reported adverse patient effects. Related medwatch: mw5120236.